Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was in treatment utilizing the liberty select cycler on (B)(6) 2021 when he was found unresponsive. 911 was called and emergency medical services (ems) responded. Resuscitative efforts were administered in the home; however, they were unsuccessful, and the patient was pronounced deceased. The cause of the death is unknown as the death certificate has not been received. The physician did state that the death is not likely related to use of the liberty select cycler. There are no reported issues with the liberty select cycler prior to the patient death. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Patient with end stage renal disease have a worse overall survival compared with the general population. Only (B)(4) of peritoneal dialysis patients survive past 10 years. Cardiovascular disease accounts for most of those deaths. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pd registered nurse, it was reported the patient was in treatment utilizing the liberty select cycler on (B)(6) 2021 when he was found unresponsive. 911 was called and emergency medical services (ems) responded. Resuscitative efforts were administered in the home; however, they were unsuccessful, and the patient was pronounced deceased. The cause of the death is unknown as the death certificate has not been received. The physician did state that the death is not likely related to use of the liberty select cycler. There are no reported issues with the liberty select cycler prior to the patient death. No additional information was available.